Manufacturer narrative:
Qn#(B)(4). Product usage when the alleged issue occurred is unknown. A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No functional inspection can be performed since the device sample is not available for evaluation. Failure mode could not be duplicated since is unknown the reason why the threads are easily stripped when trying to attach adapters to flow meters. However, as an additional test, oxygen entrainment testing (tp-0041) was performed to 30 subassembly (p/n: 12136) production samples that were taken randomly from adaptors assembly line. During the testing & visual inspection no issues or discrepancies were found than can lead to the issue reported by the customer. From the lot# 74f1501020 provided by the customer, the finished good is ip-5035. The device history record of the product ip-5035 batch number 74f1501020 shows that part number 031-28 batch 74k1400942 was a subassembly of product ip-5035. The device history record of the product ip-5035 batch number 74f1501020 and product 031-28 batch 74k1400942 have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Other remarks: both records show that the products were assembled and inspected according to our specifications. No conclusion can be established at this time. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the threads are easily stripped when trying to attach adaptor to flow meter. No patient injury or harm reported.

Manufacturer narrative:
Qn#(B)(4). The actual sample was received along with a representative sample, which was the older design of the product. A visual exam was performed on the actual sample and it was observed that the product was used. It was also detected that the internal threads of the adaptor were damaged. No issues were found with the representative sample. It was not possible to perform the oxygen entrainment testing as the adaptor could not be connected correctly on the oxygen supply due to the damage on the internal thread. Based on the visual exam, the reported complaint was confirmed. The root cause for the issue is the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue. Other remarks:

Event description:
The customer alleges that the threads are easily stripped when trying to attach adaptor to flow meter. No patient injury or harm reported.